Event description:
It was reported that during implant procedure, the right ventricular lead exhibited capture anomaly. Several positions were attempted but were unsuccessful. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis is normal. No anomalies were found.